Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer experienced blood glucose (bg) however, a specific value was not provided. The cause of the elevated bg was unknown. Customer delivered a bolus and administered a manual injection to address bg.